Event description:
At her 6 week post-op appointment, pt had no complaints but was found with a 1 cm wide erosion along the anterior incision. This same pt had been seen in the ER at 3 weeks post-op for vaginal bleeding that may have been caused by over activity, although it is not clear. Current pt status as of this report: pt without complaints, bladder and bowel function within normal limits, denies pelvic pain upon examination, given 3 month course of premarin cream. Will be re-evaluated in 3 months.